Event description:
It was reported to boston scientific corporation in 2009, that a corflo cubby low profile gastrostomy device was used during a peg procedure performed in 2008. According to the complainant, the balloon was ruptured while changing the water. The procedure was completed with another corflo cubby low profile gastrostomy device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.